Event description:
An endurant stent graft system was selected for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology was not a factor. It was reported that during flushing of the device, however the wire lumen would not flush. The physician elected to not use the device. Another manufacturer¿s stent graft was used to complete the case. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).